Manufacturer narrative:
No patient information as no patient was involved in this event. Suspect vertek articulating arm received and tested by manufacturer: the starburst end of the vertek arm is locked up. The returned vertek arm is well worn. The lot number indicates that part is nearly five years old. Mechanical malfunction directly caused event. A new vertek arm was shipped to the site for issue resolution.

Event description:
A hospital buyer reported that the vertek articulating arm would not stay in the locked position. This issue was found outside of surgery with no clinical impact.